Event description:
It was reported that the ht70 plus ventilator froze on the 6-imaged display. There was no patient involvement reported. The service engineer (se) inspected the device and verified the reported issue. The se replaced the single board and the unit passed all testing and operates within the manufacturing specifications